Event description:
It was reported that the patient experienced a shocking up her spine, to her armpit. The patient lost a significant amount of weight a year ago and experienced shocking a few months later. The shocking was reportedly intermittent and the patient felt stimulation in the normal areas. It was also mentioned that after the weight loss, recharging was more difficult and it took longer to recharge. The patient stopped using stimulation in (B)(6) 2013 because she did not like the shocking or the recharging. The patient had not recharged since (B)(6) 2013. The patient was to recharge her recharger and then attempt a normal recharge session. It was stated that the healthcare provider (hcp) planned to do a revision. The date was unknown at this time. No diagnostic tests or troubleshooting were performed.

Event description:
Additional information received reported that the patient's battery was overdischarged. A physician mode recharge (pmr) was performed and that "brought it back". It was reported that the patient had not charged "in a while". It was noted that the patient was scheduled for a revision surgery a week following the report. Additional information received reported that the cause of the shocking was not determined. It was stated that there was "positional stimulation". It was noted that "some impedances were out of range". It was noted that this was the "real reason" for the revision surgery. Additional information received reported that the revision surgery was done the previous week. The day before the reported that patient stated that their stimulation was "great and all was fixed". The entire system was replaced. The patient was upgraded to a new model.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found the battery had reduced capacity due to overdischarge with no significant anomalies. Analysis of the lead, lot #n178953003, found all wires, except #6, were broken on the 0-7 leg 4.5 cm form the paddle. The outer insulation was broken 1 cm from the paddle. Analysis of the extension, serial #(B)(4), found the proximal end connector pulled out or off with no significant anomalies. Analysis of the extension, serial #(B)(4), found the body cut through and segmented with no significant anomalies.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.